Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4); stockert rf generator, model #:m-5463-01, serial #: (B)(4); webster 4 pole catheter, model #: d-1079-236-s, lot #.: 15665400m. The customer was contacted by bwi field service engineer regarding bwi systems. The hospital ep lab staff advised that event was patient related issue and not related to any bwi products. Systems were functional. The customer declined system service. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
It was reported the patient became hypotensive and bradycardic towards the end a right-side atrial flutter procedure. Echo was performed and there was no perfusion. Since the patient had a cardiac history, the physician ordered a coronary angiogram which showed a blockage in the circumflex artery however it was determined that it was a chronic not an acute event. Patient was taken for a CT however no other details were given. The patient had stable vital signs after the hypotensive and bradycardia event. The additional information also stated no actual cardiac intervention was performed.